Event description:
New information notes the lead was explanted and replaced.

Event description:
It was reported that during routine follow-up, decreased impedance measurement was observed. The patient will continue to be monitored until next scheduled follow-up visit. The lead remains implanted. No further information available.